Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had no stimulation from her scs sys beginning on (B)(6) 2014. The pt was instructed to attempt charging as the pt hadn't charged in three weeks, but communication could not be established with the pt's external devices. An sjm rep met with the pt and confirmed communication error. Surgical intervention may take place at a later date to address the issue.